Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issues was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that after the customer connected to a new infusion set & blood glucose began to elevate (+600 m mg/dl). Reportedly, the needle guard cover over the infusion set cannula was never removed prior to be inserted into the customer. Customer removed infusion set & found that the cannula had bent and had not penetrated the skin. Technical service assisted customer w/insertion of new infusion site. Customer delivered a manual injection & bolus to stabilize blood glucose levels. Contact was unable to provide infusion set manufacturer.